Manufacturer narrative:
Correction - please refer to d9 - the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: ''"18-year-old patient admitted to the emergency room following a high-kinetic"avp" from his scooter without a helmet. During the operation, a t2 femoral nail was inserted using a nail-holder from a die thrower, which malfunctioned when the drill bit was inserted in order to fit the proximal synchro list. This was not in front of the hole. When inserting the nail, the nail-holder shifted. After several attempts at insertion, the bit broke.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported : ''"18-year-old patient admitted to the emergency room following a high-kinetic"avp" from his scooter without a helmet. During the operation, a t2 femoral nail was inserted using a nail-holder from a die thrower, which malfunctioned when the drill bit was inserted in order to fit the proximal synchro list. This was not in front of the hole. When inserting the nail, the nail-holder shifted. After several attempts at insertion, the bit broke."